Event description:
New information notes that the patient had a generator change surgery on (B)(6) 2021 where the device was explanted and replaced. A follow-up on (B)(6)2021 showed some redness and tenderness, so she was given medication for it. Another follow up later via phone call had the patient report their incision site was looking good and healed.

Event description:
It was reported that a patient experienced premature battery depletion over a couple of years. There were no changes in the patient's outputs, but the end of life monitoring date of the pacemaker kept dropping. The patient is currently stable, and is scheduled for a generator change.